Event description:
Event description guidant received information that the patient with this pacemaker system was hospitalized due to a pericardial effusion, possibly due to myocardial perforation. It was noted that the patient had open heart surgury two days prior and has an infection in the pocket. Evaluation of the right ventricular lead revealed high thresholds with a unipolar and bipolar impedance of 340 and 550 ohms. The patient has an intrinsic heart rate greater than the programmed lower rate limit and was recovering at home with antibiotics.